Event description:
It was reported the lens was removed and replaced due to the patient's reduced visual acuity and the physician's observation of a whitish turbidity on the posterior side of the optic.

Manufacturer narrative:
The device was not received for evaluation. Attempts to obtain additional information is ongoing. Investigation limited, as no device identifiers were received.